Event description:
It was reported that a user¿s ilet bionic pancreas displayed a prompt to connect a cgm or enter a blood glucose value, coincident with recurring dexcom g7 continuous glucose monitor (cgm) sensor connectivity issues and signal loss; support guided the user to toggle the sensor settings and to re-pair the sensor, after which the user planned to monitor for restoration. Symptoms included imminent pump dosing suspension due to unavailable cgm data with no adverse clinical symptoms reported. Outcomes included interruption of automated insulin dosing until cgm communication could be restored with no health impact. User support included remote troubleshooting and education focused on cgm pairing and device settings. Investigation of this case revealed signal loss between the cgm and the ilet user interface, consistent with a communication problem rather than a hardware failure of the ilet pump or its components. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup-related communication disruption between the cgm and the ilet system.